Event description:
The hospital informed brainlab that after placing the removable brainlab m3 micro-multileaf-collimator (mmlc) on the linear accelerator, when rotating the gantry of the linear accelerator from 6 o'clock position to 12 o'clock position, the m3 mmlc slid off. According to the hospital: there was no pt in the treatment room at the time of the event. There was no user injury.

Manufacturer narrative:
According to the hospital: there was no pt in the treatment room at the time of the event. There was no user injury. There is no indication of a malfunction or a quality or performance issue with the brainlab device, and according brainlab measures to reduce the risk to be as low as reasonably practicable are already in place regarding this issue. The brainlab device worked according to specification, on-site investigation by brainlab has shown that the fixation mechanism of this m3 worked as intended. Since there is no indication of a malfunction or a quality or performance issue with the brainlab device, and according brainlab measures to reduce the risk to be as low as reasonably practicable are already in place regarding this issue. The brainlab device worked according to specification there are no corrective and preventive actions intended by brainlab for this isolated event at this point of time.